Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of an intermittent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction to the MFR number in the previous follow-up report 001. Follow-up report 001 was originally submitted, in error, as 3004753838-2015-78049. This report is intended to provide the same content which was already reported in the previous follow-up report 001 submission, but under the correct MFR number 3004753838-2016-78049 to ensure it can be correctly associated with the applicable initial medwatch report.